Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead was not functioning. It had high impedance and was not sensing or capturing. The lead was plugged into the right ventricular port and programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.